Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, balloon rupture and detachment occurred. The 70% stenosed target lesion was located in the moderately calcified and slightly tortuous superficial femoral artery (sfa). An 8.0 x 80, 75cm mustang balloon catheter was used to treat the lesion. The mustang balloon was inflated to 26 atms and ruptured circumferentially. The physician had to snare the tip of the balloon. The procedure was completed with this device. There were no patient complications reported and the patient status post-procedure was fine.